Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. The patient experienced pain, erosion, infection, bleeding, vaginal scarring/shrinkage, exposure/extrusion/protrusion, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4) exposure. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to symptomatic rectocele and perineal relaxation. The patient underwent mesh revision/removal on (B)(6) 2006, (B)(6) 2009, and (B)(6) 2010. No additional information was provided. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-24859. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).